Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) heard beeping tones from the device. The patient presented to the hospital where interrogation revealed the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended; however, the device currently remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
Boston scientific received additional information that this patient passed away. The cause of death was not confirmed, but the patient had many comorbidities. The device interrogation revealed no arrhythmias or stored episodes on the date of death.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). A copy of the device data was submitted to boston scientific's technical services (ts) for review. A ts consultant reviewed the device data. There were two non-sustained episodes stored four days before the patient died, with a few beats in the vt-1 zone (150bpm) and otherwise the rate was just below 150bpm. The sensor trending screen showed the heart rate for the 25 hours prior to the start of the interrogation on (B)(6) 2014. The heart rate was around 80bpm to 95bpm between (B)(6) 2014 at 15:20 until about (B)(6) 23:30. The heart rate abruptly went down to the lower rate limit (lrl) of 40bpm at around 23:30 on (B)(6) 2014 and remained at that level. The histograms show that the average heart rate has been much higher since the last reset date of (B)(6) 2014 compared to the reset before last ((B)(6) 2014); the reset before last was ranging from 40 to 70 bpm with an average around 50 to 60bpm while the last reset was ranging from 40 to 130 bpm with an average around 90bpm. No device issues were observed. Engineering review of the device data confirmed there were no other errors or resets. The device recorded three fc1003 errors, on (B)(6). The battery voltage was 2.980 v, with sufficient reserve to maintain normal therapy functions. The patient's death was not believed to be related to device function or advisory status. The device was explanted post-mortem and is expected to be returned for laboratory analysis. This report will be updated upon return and completion of analysis.